Manufacturer narrative:
Correction: the correct date of awareness is may 30, 2024; not may 31, 2024 as previously reported. Per the clinic, the patient experienced skin breakdown and implant extrusion. The device was explanted on (B)(6) 2024 and the patient was reimplanted with a new subcutaneous baha implant system during the same surgery. Device analysis report attached.

Manufacturer narrative:
This report is submitted on june 27, 2024.

Event description:
Per the clinic, the patient experienced a wound dehiscence at the anterior edge of the implant site. There are plans to convert the patient to a subcutaneous baha implant system; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.